Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent thrombosis requiring medical intervention. Device issue: difficult to deploy stent. It was reported that the pt had no pre-existing conditions. The lesion was in the high lateral branch (hl) and there was a side branch extending from the hl. The pt had been administered antiplatelet drugs for one or two weeks before implanting the pixel (aspirin 100 mg, plavix (clopidogrel bisulfate) 75 mg). After implanting the pixel, the same amount of the drugs were administered. In 2008, after an intravascular ultrasound (ivus) was performed, the pixel was deployed in the high lateral branch at 240 psi for 40 seconds, in a manner that the stent was across the side branch. The next month, 100% sub-acute thrombosis (sat) was observed in the high lateral branch. An aspiration catheter was used to remove thrombus. A unicore guide wire and another company's 2.5 x 14 balloon catheter were engaged in the side branch through the stent struts and dilatation was performed at 90 psi for 55 seconds. A pilot guide was engaged in the hl and the balloon catheter dilated the hl. Ivus was performed. A mercury 2.5 x 14 mm was engaged in the hl and the other company's balloon catheter was in the side branch. A kissing balloon technique (kbt) was performed twice, first at 90 psi over 30 seconds, and again at 120 psi over 30 seconds). Ivus was performed. Another two kissing balloon techniques were performed, one at 210 psi for 20 seconds and the final at 210 psi for 20 seconds. It was believed that the stent had been deployed with malapposition one month earlier with optimal result. The antiplatelet drug had been working on the pt. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the pixel stent delivery system (sds), because it was not returned for evaluation. It was reported that approx one week after the pixel stent was implanted; thrombosis was observed. The thrombosis was removed using an aspiration catheter and balloon angioplasty. The physician thought the stent had been deployed with malapposition, but believes it was deployed with optimal result. No damage was reported as being noted to the sds during the inspection prior to use. Difficulty deploying the stent, can be the result of, but not limited to, balloon pinhole or low rupture, balloon sticking, incorrect position of the stent on the balloon, stent movement, insufficient crimping during manufacturing, or calcified/non compliant lesion. The mildly tortuous anatomy may have been a contributing factor to the reported difficulty experienced in deploying the stent. However, the sds was not returned for analysis and a definitive root cause cannot be determined. Thrombosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. The manufacturing records were reviewed and there were no non-conforming material reports issued for this part/lot number combination and all on-line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database was performed and there have been no similar incidents reported with this part and lot number combination, which suggests that there are no lot specific product quality issues.